Manufacturer narrative:
The hospital forwarded the logs to gehc for review. Based on the log review, gehc recommended replacement of the anesthesia control board. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power, resolving the alarm condition. The following day, during the preoperative checkout, the unit alarmed again. There was no reported patient injury.